Event description:
Adverse event(s): "myopic surprise" (postoperative refraction, unexpected), product problem(s): "no information" (no information). A surgeon reported a pt with a myopic surprise following intraocular lens (iol) implant surgery. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record reviewed indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 07/07/2010 and 07/21/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).